Manufacturer narrative:
An infusion test programmed for .8mg/ml, to infuse at .8mg/h for a total of 15mg, infused within system accuracy. The reported event could not be duplicated.

Event description:
Underdelivery reported. The pump was set to infuse morphine in a 0.1 mg/ml concentration (15mg morphine/150ml container) at a continuous rate of 0.5mg/hr. The pt reported continued discomfort so the delivery rate was increased to 0.8mg/hr. The pump later gave an "almost empty" alarm and a nurse noted that approx 125ml of the 150ml container still remained. The display indicated delivery of 14.3 mg, but there were still approx 12mg of the 15mg total remaining. The pump was in a lockbox on a pole. The nurse did not see any evidence of upstream occlusion. The pump was switched out. The pt did not experience any adverse effects and did report having excessive pain.